Event description:
It was reported that a linx was implanted in 2014. The patient is done really well. This was one of the original devices before we had the clasp she was recently in the office for an unrelated issue, but it did involve a chest x-ray, and it was noticed that her device has become discontinuous. In other words it¿s gone from a circle to a c. Certainly there has been probably some disruption of the old mechanism that used to close the device. Unk if the device is going to be explanted.

Manufacturer narrative:
(B)(4). Date sent: 6/15/2023. B3: only event year known: 2023. D6a: exact implant date it unk. Device was implanted in 2014. Assumed (B)(6) month of year and (B)(6) day of month. No lot number was provided therefore a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.